Manufacturer narrative:
Qn# (B)(4).

Event description:
The compliant is reported as: the catheter was inserted inside the patient. At the time of insertion, when removing the guide, the guide unravelled in two. A slight sensation of a scratch was felt by the user who is experienced with this type of device. The patient also had a left subclavian catheter inserted at the same place on the right side. After the guidewire was removed an x-ray was performed and did not show any problems.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has multiple kinks in the guide wire body. The distal end of the core wire is broken and protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is rounded, pinched and discolored at the point of separation. Both welds appeared full and spherical. The major kinks in the guide wire body were measured at 55mm and 90mm from the distal tip. The broken core wire measured 598 mm in length which is within the specification of 596 - 604 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.85 mm which is within the outer diameter specification of 0.838 - 0.877 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The compliant is reported as: the catheter was inserted inside the patient. At the time of insertion, when removing the guide, the guide unravelled in two. A slight sensation of a scratch was felt by the user who is experienced with this type of device. The patient also had a left subclavian catheter inserted at the same place on the right side. After the guidewire was removed an x-ray was performed and did not show any problems.